Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter was unable to provide a specific blood glucose level from the hypoglycemic event, but stated that emergency services were contact and the patient was taken to the hospital. The patient allegedly had confusion and difficulty speaking. The patient was treated by their healthcare provider. The patient¿s healthcare provider indicated that the pump was not delivering correctly. The pump was not available for troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the pump history showed the pump was manually suspended on (B)(6) 2017 and manually resumed. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 10.55 u ezcarb normal bolus on (B)(6) 2017 at the pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and the total daily dose (tdd) showed 48.0 u. The tdd¿s add up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no delivery interruptions during the testing. Unable to duplicate the complaint. Unrelated to the original complaint, battery compartment is cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.